Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: "tornado": preventive replacement of o-rings performed; acc. To (B)(4); motor corroded - motor replaced; motor cable corroded - motor cable replaced; protective conductor resistance out of tolerance - motor; cable replaced; defective o-rings replaced; unit cleaned; functional test performed; functional test acc. To test procedure completed; hipot test completed; electrical safety test acc. To iec 60601-1 completed; safety test checklist enclosed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the reported failure. When an electrical short occurs in the motor cable it has the potential to jam the motor, therefore is a potential root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service and repair pre-testing, it was determined that the 8022 hand pc tornado shaver -ns device had a jammed motor. During in-house engineering evaluation, it was determined that the motor on the device was corroded which caused an electrical short. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: "tornado": preventive replacement of o-rings performed, motor corroded - motor replaced, motor cable corroded - motor cable replaced, protective conductor resistance out of tolerance - motor cable replaced, defective o-rings replaced, unit cleaned, functional test performed, functional test completed, hipot test completed, electrical safety test completed, safety test checklist enclosed. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the reported failure. When an electrical short occurs in the motor cable it has the potential to jam the motor, therefore is a potential root cause for the reported failure. When these component failures occur the device will not function as intended, therefore are root causes for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Additional information received from affiliate on 02november2018: the issue was detected post-operatively. There was no surgical delay. The procedure was completed using a replacement device which was readily available. No surgical intervention is planned. There was no patient impact.